Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 02/02/2015 with the following findings: there were unexplained pump reboot events observed in the pump¿s black box. No battery compartment cracks or stripped battery compartment threads were observed. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to fully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. There was no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power with the pump. The reporter stated that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The serial number for the pump has been updated to (B)(4).